Manufacturer narrative:
The electrode pads were returned to zoll united kingdom; the customer's report was duplicated and attributed to the electrode pads. The electrodes were replaced. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator prompted a "unit failed" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.